Manufacturer narrative:
The device was received for evaluation. Functional testing was performed which included flow rate accuracy testing, and there were no issues noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a flow rate issue described as ¿not dripping the medication properly¿. This issue occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.